Manufacturer narrative:
Philips service replaced the broken connector for the flexvision pc power line and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that there was no image on the flexvision big screen due to a broken power line connector on an azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.